Manufacturer narrative:
Despite multiple attempts, no further details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time no intervention has been performed and the device remains in service. No adverse patient effects were reported.